Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. Based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR. Confirming pm in emea, this service order has already been covered with complaint-(B)(4). However, discussing in qa aks, as conclusion, needed repair MDR to be submited. So, it was finally evaluated to submit MDR.